Event description:
Paramedics responded to a cardiac arrest call at a nursing facility, CPR was in progress when the crew arrived on scene. Down time of the pt is unknown. Defirbillation electrodes were attached to the pt and the device was powered on. The device indicated connect electrodes and use of the device was inhibited. The device operator removed and reinstalled the cable from the pads to the device; the device continued to indicate connect electrodes. The defibrillation electrodes were replaced; the device continued to indicate connect electrodes. Als providers arrived on scene 5 minutes later; the pt was attached to their device and they called the code. The pt was not resuscitated. Medtronic ers clinical staff reviewed the report and determined there is insufficient data to determine the impact of the device malfunction.